Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to death or serious injury.

Event description:
The reporter indicated that the dell handheld would not turn off and that the screen would not dim when the power button was depressed. Troubleshooting was performed with a hard and soft reset and the problem did not resolve. Product has been returned to manufacturer. Product analysis is underway.